Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "a right side capsular contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h3 h6. A visual analysis of the returned device identified: weight to the spec, deformation, white and red particles on the surface of the shell. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
The device has been replaced.

Event description:
Healthcare professional reported "a right side capsular contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:a.4, a.6.